Event description:
A talent bifurcated stent graft system was implanted in a patient for the endovascular treatment of a 10 cm abdominal aortic aneurysm 4 months ago. The aorta was heavily calcified and the aortic neck was calcified and angulated. The iliac arteries were relatively tortuous. It was reported that the patient did well and 2 weeks post implant, the aneurysm had shrunk to 4 cm. Six weeks post implant, the aneurysm had further shrunk to 3 cm. Six weeks ago, the patient was emergently taken to the hospital after he passed out and fell due to medication he was taking. The next day while the patient was still at the hospital, he had abdominal pain and the aneurysm was found to have ruptured. The decision was made to perform an emergent surgery to convert to open repair. The stent graft was explanted and discarded after the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: other - lack of information (the explanted stent graft was discarded). (Ruptured aneurysm). Caused by another drug/device (patient passed out and fell due to other medication). Conclusion: other (patient passed out and fell due to other medication).